Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, before detaching the pulmonary vessels on a endoscopic lung surgery, the surgeon was able to press the green button but was not able to squeeze the handle. The device was not able to fire. The surgeon replaced the device to resolve the issue. There was no patient injury.